Event description:
Boston scientific received information that the right ventricular (rv) lead which was placed posteriorly outside the heart had normal pacing impedance measurement when tested with the pacing system analyzer (psa); however, impedance greater than 2000 ohms was observed when the lead was connected with this implantable cardioverter defibrillator (ICD). Additional information was received indicating that the cause of the impedance issue was not conclusively determined. Sensing was good though pacing threshold value was high. Daily impedance measurement along with post shock and normal brady were switched off but were turned back on the following day when measurements returned to normal range. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated this ICD triggered an alert for high out of range pacing impedances on the rv lead. At this time, the ICD remains in service. The cause of the observations has not been determined. The patient will continue to be monitored. No adverse patient effects were reported.